Manufacturer narrative:
Mentor had received photographs of the patient's explanted device. On 12/12/2019, a product investigation was completed based off the photos. Upon visual inspection of the picture, the device was observed to be ruptured. The implant was also observed to be with a covered of tissue. The photos do not provide enough evidence to determine root cause. Hands-on analysis should provide the evidence necessary to confirm the root cause. An investigation of evidence provided was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor gel implant and experienced postoperative unilateral rupture. The device was reported as a rupture rather than deflation, therefore, it will be reported as a gel device in this report. Additionally, it is currently unknown whether the impacted product was the left- or right-sided device. Mentor received limited information as the event was originally reported via social media. Mentor has reached out to the patient and if additional information becomes available, then those updates will be submitted in a supplemental report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received an update on the events reported in the initial report. The following information became available: the patient's date of birth, the patient's age at the time of event, an updated date of event, specific device information, an explantation date, and additional event details such as procedure type and other symptoms. It was reported that a 44-year-old female patient underwent a breast augmentation revision with 300cc mentor memorygel breast implants. In addition to the left-sided rupture submitted in the initial report, the patient reported that she experienced the following symptoms: an enlarged left breast, sharp shooting pain, hashimoto's, and anxiety. As a result, the patient underwent bilateral explantation (B)(6) 2019. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms and rupture. Manufacturer's reference number: (B)(4).